Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope had foreign objects on the plastic distal end cover and the up/down and right/left knobs. There were no reports of patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 14 years, since the subject device was manufactured. Based on the results of the investigation. And although, we confirmed, foreign material had adhered/clogged the autoclavable rubber, we could not identify the material. However, the root cause of the material that remained could not be specified. The suggested event is detectable/preventable, by handling the device in accordance with the following IFU. IFU states, the detection method in gif-q150 operation manual, chapter 3: preparation and inspection. IFU states, the preventative measures in gif-q150 reprocessing manual, chapter 3: cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.